Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of damaged tip was confirmed. Device evaluation found a scratch on the outer tube insertion. The additional evaluation findings are as follows: scratches on tip cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "trueview ii" was not inspected before user and had a damaged tip. The intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, the reported damaged tip can be attributed to user error, improper handling as well as application of excessive force. Olympus will continue to monitor the field performance of this device.